Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the extravascular (ev) lead r-waves were low on the first attempt. With a new tunneling attempt, the r-waves had inconsistent readings with the analyzer. Alternate analyzer cables were tried, but there was no change. Noise and high pacing impedance was noted when the ev lead was connected to the device, and a ring fracture was suspected. The lead was replaced with another ev lead. The replacement ev lead also exhibited noise with the analyzer cables; however, the impedance was normal and r-waves were satisfactory when the lead was connected to the device. The replacement ev lead remains in use. No patient complications have been reported as a result of this event.